Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone: 580-860-4566.

Event description:
Qv sars otc customer spilled 1 reagent vial on their leg -- tss advised to wash and call poison control if condition worsens.

Manufacturer narrative:
H10: correction to manufacturer narrative: investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.